Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001. The explanted device is anticipated for return to edwards lifesciences and an evaluation of the product is currently pending its arrival. A supplemental report will be submitted upon completion.

Event description:
Edwards received information that this 23mm bioprosthetic aortic heart valve was explanted after approximately three (3) years due to dysfunction. As per surgeon´s response, this valve was originally implanted due to endocarditis ((B)(6)) of the native aortic valve. Two (2) years, nine (9) months post-implant, echo showed leaflet immobility and high gradients (max aortic valve peak gradient = 101 mmhg). Therefore, the patient underwent aortic valve replacement with a mechanical valve and the mitral valve was also repaired with a 32mm annuloplasty ring (to treat pre-operative insufficiency). The patient was noted to have left cardiac failure, despite maximum support with dobutamine and vasopresine. The patient expired at the conclusion of the procedure due to left cardiac failure and chronic renal disease.

Manufacturer narrative:
Based on product evaluation finding and the information received, the root cause is most likely patient's clinical condition and history. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned and evaluated. Customer report of calcification was confirmed. X-ray demonstrated heavy calcification on leaflet 2, moderate calcification on leaflets 1 and 3, and wireform distortion around the valve. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 1 at the inflow aspect outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. Leaflet 1 had a 9mm cut near commissure 2 of which 5mm was non-transmural. Leaflet 1 also had a tear of 5mm near commissure 2. Leaflet 2 had a tear of 5mm near commissure 3. Calcification was evident near both of the tears. Leaflet 3 had a cut of approximately 12mm x 10mm; the cut fragment was not returned. The sewing ring was cut around the valve. The wireform was exposed near leaflet 3 at the outflow aspect and near commissure 1 at the inflow aspect.